Event description:
The customer reported that they got communication loss (comm loss) on the central nurse's station (cns) for a certain amount of time and then it went away. Per the customer, every single bed that was being monitored went into comm loss that lasted approximately two minutes. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that they got communication loss (comm loss) on the central nurse's station (cns) for a certain amount of time and then it went away. Per the customer, every single bed that was being monitored went into comm loss that lasted approximately from 2:42pm-2:44pm. All bedsides are now in good standing order, but they want to know what happened. The system engineer noticed .30 segment was crashing due to 2 devices missing from the host table (.24 & .19). The engineer removed these entries from the cns list and this resolved the issue. There was no patient injury reported. Investigation summary: the root cause for the reported communication loss is related to improper configuration of the cns and/or host server. Nk cits was able to correct the issue by removing entries from the cns that did not match that of the host table. There is no evidence of an nk device malfunction. Complaint history review of pu-621ra serial number 1717 reveal no additional communication loss events due host table configuration. This event is likely an isolated incident. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that they got communication loss (comm loss) on the central nurse's station (cns) for a certain amount of time and then it went away. Per the customer, every single bed that was being monitored went into comm loss that lasted approximately two minutes. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they got communication loss (comm loss) on the central nurse's station (cns) for a certain amount of time and then it went away. Per the customer, every single bed that was being monitored went into comm loss that lasted approximately from 2:42pm-2:44pm. All bedsides are now in good standing order, but they want to know what happened. The system engineer noticed .30 segment was crashing due to 2 devices missing from the host table (.24 & .19). The engineer removed these entries from the cns list and this resolved the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.